Manufacturer narrative:
(B) (4).

Event description:
While updating the pump an error appeared on the clinician programmer. It was unclear what the error was and the pump was put into minimum rate mode. The pump was re-interrogated and re-updated with the correct setting. It was suspected that emi had interfered with the pump update. There was no injury to the patient.